Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history record revealed no complaint related anomalies.

Event description:
A facility discovered a small crack and or scratch on the battery. It was not known when or how the crack occurred. Device was not used for a procedure with the crack and there was no patient involvement.